Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient talked the physician about the jolting and they suggested that the patient have the system moved or explanted. The patient declined. The patient reported that they noticed the jolting after the rf ablation procedure but not immediately and they did not know the source of the problem. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an rf ablation done in (B)(6) 2018 with stimulation off. Since then, the patient has been experiencing stimulation on during the day with a sharp, electrical jolting sensation. The patient has also experienced stimulation off at night with a sharp, jolting pain. The rep said these were felt at the ins pocket site and in random positions. The ins is implanted in the left buttocks. The rep said impedances were within normal limits. The rep reported palpation in office with stimulation on/off was not able to replicate the same jolting sensation. No further complications were reported.